Event description:
The patient reported that she experienced blood glucose (bg) between 164mg/dl and 556mg/dl with symptoms of hyperglycemia (dry mouth and confusion) between (B)(6) 2011 and (B)(6) 2011. She stated that she contacted her health care professional (hcp) on (B)(6) 2011 who provided treatment recommendations and made adjustments to the pump settings to alleviate the hyperglycemia. On (B)(6) 2011 the patient reviewed the pump with customer support and determined that the pump had been primed in amounts of 1.8 units to 3.7 units during infusion set replacements on (B)(6) 2011 and (B)(6) 2011. Customer support concluded that the cause of the hyperglycemia was inadequate prime of the tubing. The patient then successfully completed a rewind, load cartridge, and prime sequence with the assistance of customer support. During a follow up call on (B)(6) 2011, the patient revealed that beginning at 7:00am she experienced a series of low bg (45-48mg/dl) with shaking and sweating interspersed with elevated bg (300mg/dl-405mg/dl) without symptoms. The patient reported that she treated herself with oral carbohydrates followed by pump boluses until the bg resolved to target (116mg/dl to 152mg/dl). Customer support advised that the pump setting adjustments made on (B)(6) 2011 were not needed after the discovery of the inadequate prime. The patient was advised to contact the hcp immediately for re-adjustment of pump settings. There have been no further reports of bg excursions. This complaint is being reported based on the following conclusion: the patient experienced elevated bg due to the absence of insulin in the tubing after inadequate prime delivery. In addition, the patient experienced low bg due to adjustments in pump settings that turned out to be unwarranted. There is no evidence or allegation of a pump malfunction or defect.

Manufacturer narrative:
The pump is not expected to be returned to animas for evaluation at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.